Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. She was thirsty, tired, and irritable. The customer treated her high blood glucose level with the insulin pump and shots. Her high blood glucose levels caused a diabetic ketoacidosis. However, her blood glucose level dropped from 46 mg/dl to 49 mg/dl. The customer treated her low blood glucose level with food. The customer did not see anything come out at the end of the tubing. The device was not returned.